Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there is a crack in the battery compartment. Unrelated to the complaint, the display is dim and discolored. When replaced with a test display, the appearance returned to normal.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a dim discolored display. This report is made based on the results of an investigation completed on (B)(4) 2013.